Event description:
It was reported by sales rep that before a rotator cuff repair on (B)(6)2022 , it was observed that the loader plate would not attach to the nose on the expressew iii autocapture + suture passer device that it kept falling off. During in-house engineering evaluation, it was determined that the upper and lower jaw were bent; that the upper jaw was loose contributing to the holding issue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received visual observations revealed that the plate was not received along the gun. The device had slighly wear marks. Also, the upper and lower jaw was bent. The upper jaw was loose contributing to the holding issue. A manufacturing record evaluation was performed for the finished device lot number: 49139, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. The possible root cause for the issue experienced could be related to the damage in the jaws. For the bent condition, the root cause of the damage in the jaw can be attributed to a drop of the unit or mishandling. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures as per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.